Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device damaged by another device appears to be related to user technique of positioning of the second clip during the procedure. The reported single leaflet device attachment (slda) was due to a procedural circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second cds referenced is being filed under a separate medwatch report.

Event description:
(B)(6) study report. Patient ID: (B)(6). This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 81208u273) was advanced to the mitral valve and the clip was deployed. The second cds (81107u101) was advanced to further reduce mr and grasping was noted to be difficult. While repositioning the clip, the clip touched the implanted clip. The implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was deployed next to the first clip for stabilization. A third clip was deployed on the other side of the slda clip for further stabilization. Three clips were implanted, reducing the mr to 1. The patient was confirmed to have a good outcome. No additional information was provided.